Event description:
It was reported that the customer's fill estimates were inaccurate after loading a cartridge with insulin. The customer's blood glucose level was 324mg/dl.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.